Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the additional information received in section b5. Based on the results of the investigation, the cause of the occurrence could not be determined because the actual sample could not be examined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Additional information was received on 30oct2024: the customer was complaining of fiber breakages, which would cause a blood leakage as a result and no plasma leakage. The development of plasma leakage is based on other causes, e.g. Blood plasma is able to penetrate the fiber wall.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: chief perfusionist. G4: PMA/510(k): k130520. The actual device is not available for return: therefore, an evaluation of the actual device was unable to be conducted. The manufacturing record and the shipping inspection record of the actual sample no anomaly was found. Past complaint file of the involved product code and lot number one similar issue was reported from the same facility. Manufacturing date: april 19, 2024. Cause of occurrence/conclusion: as a possible cause of occurrence, from our past experience, the following factors were inferred: however, since the actual sample could not be investigated, it was not possible to clarify the cause of the reported plasma leak. The blood properties changed due to some factor, leading to the production of a substance with surface-active properties. This could have disrupted the relationship between the surface tension of the blood and the gas maintained in the micropores of the fiber. As a result, the fiber became hydrophilic, leading to plasma leakage. Relevant IFU reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the oxygenator had a plasma-leakage (fiber breakage). The procedure outcome was not reported. The patient was not harmed.